Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg site was uncomfortable. It was noted that there was excessive movement of the battery. The patient underwent an ipg replacement procedure and doing well post operatively. The explanted device was discarded by the facility.